Event description:
The technician alleged that the brakes were not holding. No pt impact.

Manufacturer narrative:
The technician completed mod 471 replacing the brake detent assembly to resolve the issue.